Event description:
It was reported that one of the wheels broke and the end user fell, hitting her head. She suffered a concussion.

Manufacturer narrative:
It was reported that the end user was sitting outside on the seat of the rollator. One of the wheels apparently broke and she fell backwards, hitting her head. She was later diagnosed with a concussion. No hospitalization was reported as a result of the fall. The end user will not release the sample for eval. A few photos were sent. The photos showed a broken front wheel. The location of the break occurred where the left folding mechanism attaches to the frame. Usage of the rollator by the end user is not known. Without a sample we are not able to determine a root cause. We have no trend for this issue with this device.